Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to a shorted and cracked capacitor, c181, on the user interface pcb assembly.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen and would not complete its initial start up operation. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen and would not complete its initial start up operation. There were no reports of patient use associated with the reported event.